Manufacturer narrative:
Product analysis results are: the reported unable to load complaint was confirmed due to a low battery at the ready again state. During analysis, a partially broken endoanchor was found within the tip of the applier causing the unsuccessful loading of the seventh endoanchor during the procedure, leading to the error light. The cause of the broken endoanchor cannot be determined however, most likely occurred when attempting to remove the applier from the patient. No issues were noted within production of this lot of appliers and low battery does not appear to be a systemic device defect. The cause of the corrosion observed on the battery may have been due to the fluid observed within the handle of the applier.

Event description:
Aptus endoanchors were implanted in the patient to treat a proximal type I endoleak from another manufacturer's stent graft (cook ibd) during a thoracic endovascular treatment. It was reported that, during the index procedure, after 6 endoanchors were successfully implanted the 7th endoanchor did not load correctly from the cartridge into the applier. The endoanchor was protruding out of the applier. The physician elected to try different techniques by ejecting and re-loading in order to load the endoanchor correctly but was unsuccessful. The physician elected to open a new device. The second applier was successful and the procedure was completed. This was the first time the physician used the aptus device. The physician stated that the cause of the event was the device. No sequelae were reported and the patient is fine.